Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the occlusion issues, the customer would either change all the supplies or just the cartridge to address the issues.